Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, the pump was returned with a blank display. The pump was opened to find the organic light emitting diode cracked. A test display was installed and functioned properly. Unrelated to the original complaint, the audio tone alarm was inoperable. The (B)(6) contacts were misaligned. Additionally, the battery compartment was cracked from the case seal to the grip pad, and from the case seal to the left side of the grip pad.